Event description:
The customer reported via phone call indicated they had experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer had treated low blood glucose with glucose tablet. Customer had declined troubleshooting for low blood glucose. Customer reported issue with adhesive not adhering. It was unknown whether auto mode was active during reported low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.